Event description:
The manufacturer received information alleging the ventilator's power plug was damaged. There was no harm or injury reported. The device's ac power cable required replacement to address the issue; however, no repairs will be performed as the device will be scrapped.